Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a defective image sensor unit, a failure of the internal board of video connector, or the system caused the event. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of b31 (scope communication error) on the device. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device was received and evaluated. Device evaluation and inspection found the customer reported issue was able to be duplicated. Testing of device service repair noted, b31 (scope communication) error found and noted to be due to damage to the image pick up unit. Additionally, it was noted the error b31 generated due to dirt on the electrical contacts of the video connector. Furthermore, the following findings during device evaluation were noted: the video connector case found cracked. Scratches on the operation part, grip, and angle lever, ud (up/down) plate, rl (right/down) plate, switch #1 ,surface of the lg (light guide) cover glass, video connector found and noted to be due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.